Event description:
I am an healthcare professional, and my daughter, now sixteen, has had type 1 diabetes mellitus for 7 years now. She has been using the dexcom g7 since it was covered by our insurance. According to their website, the dexcom g7 has between 20%-30% fail rate. However, based on real-word user reports, this number is very likely much higher. My first concern, is the misrepresentation of data and the likelihood of related patient harm. Secondly, my bigger concern, is the current state of our healthcare system. Life altering decisions are made by pharmacy benefit manager and insurance conglomerates. These are business people, not healthcare professionals. I do not expect the dexcom g7 or any durable medical equipment to work perfectly or to have zero failures. That is naive and unrealistic. But what I do expect, is do the life of my daughter and all diabetics that rely on these devices to matter! Given the known rate of failure rate, there is no reason that a doctor shouldn't be able to write a prescription for 14 sensors instead of 10 to cover a 30 day period. That is purely logical. However, even if the doctors were to do this, the insurance company would not pay for it. The claim would be denied the patient would be forced to accept the usual 10 devices for a 30-day supply. She is running out of supplies every single month. And I can't just go buy more to get by. Very, very few people can. To me, as a pharmacist and father of a type 1 diabetic daughter, this is completely unacceptable. They are putting patients, they are putting american people, at risk so a company can save a few dollars. And the government and regulatory bodies are allowing it. I can no longer sit idly by while people suffer, nor should the FDA. It's your responsibility to regulate approved drugs and devices. We the people need help. We need our government to stand up for us. We need companies and money to stop being more important than people. I need my daughter to live a long and healthy life. These failures and limitations from insurance companies is a life-threatening issue. My daughter, along with hundreds of thousands of other children, need to be spoken for. They need to be cared for. And I can't do it alone. No parent can. Please, please let this reach the right ears, the right person. Someone that can make this right. The system is flawed, it's broken, and I don't expect it to work perfectly. But I expect it to have our best interests at heart. That's what the system needs. It needs someone with heart. Someone to care. Please care.